Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's left hip. The cup had 1 screw implanted and the patient dislocated due to the cup moving into a vertical position. Replaced cup and liner with a zimmer cup.

Manufacturer narrative:
An event regarding loosening involving a primary tritanium hemi cluster hole cup 54mm was reported. The event was confirmed. Method and results: device evaluation and results: there were damages observed on the outside of the shell and some indentation on insert that appeared to be from explantation no other marks were noted. A delta head was received with an assembly sleeve in it with no remarkable marks on the device. No dimensional and functional was needed due to the visible marks and it is not remarkable to the investigation. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: the cup was sub-optimally positioned and demonstrated lucencies at the prosthetic bone interface on the first xray that was taken shortly after the index surgery. It is evident that solid osteointegration of the acetabular component was never achieved and it is questionable if solid primary fixation was achieved at the time of surgery. The loss of proper component position and orientation led to instability and subsequent dislocation of the tha. The harm in this case appears to be related to surgical technique. There is no evidence presented to indicate the harm was related to the components or instrumentation. Device history review: review of the device history records indicates devices were manufactured and accepted into final with no reported discrepancies. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded the harm in this case is not device related but related to surgical technique. No further investigation for this event is possible at this time as insufficient information was received. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's left hip. The cup had 1 screw implanted and the patient dislocated due to the cup moving into a vertical position. Replaced cup and liner with a zimmer cup.